Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , thrombus was confirmed that would have contributed to the report of elevated lactate dehydrogenase (ldh). The pump was returned assembled with the driveline cut approximately 6¿ from the pump housing, the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port, and was severed through the flex section. The apical sewing ring was returned removed from the inlet tube. The outlet elbow was returned attached to the pump, and the sealed outflow graft was returned attached to the elbow. The sealed outflow graft bend relief was returned detached from the pump. The sealed outflow graft bend relief collar was not returned. Evaluation of the sealed inflow conduit and outflow graft revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, examination of the proximal side of the rotor revealed a dark-red, laminated thrombus ring around the inlet bearing ball. A loose, string-like piece of thrombus was also found sitting on the ring and leading into the blood tube. This string-like piece appeared to have dislodged from a groove on the proximal face of the blood tube, and would not have been present as-observed during support. The lamination and dark areas of denaturation of the thrombus ring, indicate that the thrombus ring was present during support. The duration of time that the thrombus ring was present during patient support could not conclusively be determined through this evaluation; however, it could have contributed to the report of elevated lactate dehydrogenase (ldh). The remainder of the pump's blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for vad-9763 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history record for the driveline, serial number (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital with dyspnea on exertion and fatigue. The patient had a right heart catheter with a speed study and the site was unable to unload the lv. The patient also had a rising ldh as well. The patient was taken to the operating room for a hm2 to a hm3 exchange. No additional information was provided.